Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
New information noted the patient came into the clinic. The implantable cardioverter defibrillator (ICD) was reset and bluetooth connection was restored. The patient was in stable condition.

Event description:
It was reported the patient presented to technical services. During troubleshooting, it was determined the implantable cardioverter defibrillator (ICD) was unable to establish a connection to the patient's phone via bluetooth. No changes or interventions have been reported. There were no patient consequences.